Event description:
Contacted manufacturer on 08/10/2005 regarding sterilization instructions for cat#100-9207 hager werken product. This product is a retractor lip spandex adult 9cm. I was referred and was transferred and spoke with a rep .I explained that the sterilization instructions which come with the product only say program at 121 degrees c and this was not enough information. On 08/11/2005 they faxed me the same sterilization instructions that come with the product with a comment attached. This is a copy of the information given to me. Spandex sterilization instruction. If you have a problem w/product, please call your manufacturer of autoclaveable machine- for special instructions of material. Thank-you.this was the last communication I have received from hager werken. I need to have specified instructions for sterilization.